Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported textured implant and capsular contracture, baker grade iii. Patient later reported rupture. Healthcare professional later confirmed rupture. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported textured implant and capsular contracture. Later healthcare professional reported capsular contracture baker grade iii. Later patient reported rupture. Later healthcare professional confirmed the rupture. This record is for the right side. The device was explanted and replaced

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. As per the investigation procedure, creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported textured implant and capsular contracture, baker grade unknown. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.